Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device has been discarded. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. UDI# (B)(4). Concomitant medical products: item #650-1055/cer bioloxd /lot #694740m item#650-1067/cer option type sleeve/ lot #311770m item # unk/unknown liner/lot # unkm item # unk/unknown stem/ lot # unkm multiple MDR reports were filed for this event, please see associated. Reports: 0001825034 -2019 -05716.

Event description:
It was reported patient underwent hip revision surgery for dislocation due head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.